Event description:
Reference importer number: (B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh magog inc on behalf of the importer (B)(4). Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh magog. The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.